Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at the (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient underwent a second homograft bentall procedure on (B)(6) 2016. The date of the original procedure was not provided. The pump was stopped for an operation time of approximately 5 hours. Upon attempting to re-start the pump, the pump stopped six times. At this time, a pump exchange was recommended, but the pump resumed function after flushing both ends and seemed to be functioning. It was reported that as the patient was waking up, unspecified neurological changes were observed. It was reported the patient's symptoms were related to underlying sepsis. The patient remained in critical condition and a ramp study was performed at the bedside with inconclusive results. On (B)(6) 2016, there was a notable change in hemodynamics. The patient's lactate dehydrogenase level rose from to 1000 u/l range to the 3000 u/l range. New onset of significant aortic insufficiency was evident via echocardiogram and pump power elevations from 6-8 watts were noted. It was noted that the pump was working from a mechanical standpoint. Due to decompensation of the right ventricle, a right ventricular assist device was placed. However, pulmonary artery and central venous pressures remained high and there was no apparent forward flow through the pump. The decision was made to exchange the pump on (B)(6) 2016 and close the patient's aortic valve with a pericardial patch to address the patient's aortic insufficiency. During the operation, the surgeon noted prolapse and failure of the homograft as well as aortic root thrombus. Exogenous material was found to be obstructing the inflow conduit. Successful exchange of the pump body only was completed on (B)(6) 2016.

Manufacturer narrative:
Thrombus was confirmed during the evaluation of the returned pump. The pump was returned assembled with the percutaneous lead cut less than 1 inch from the pump housing and the severed portion of the lead was not returned. Upon disassembly of the returned pump, yellowish, flat, non-laminated depositions were present on the body of the rotor. A similar formation was present in the proximal-side of the outlet stator. The depositions were not adhered to any surfaces, but areas of the depositions were hard and denatured, indicating that they were present while the pump was operating. The specific origins of the depositions could not be conclusively determined. Photos of the pump taken at the time of the explant revealed a similar yellow deposition in the inlet stator. The depositions found in the pump could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The formations could have also created additional resistance on the spinning rotor and contributed to the reported elevations in pump power levels. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Hemolysis, thrombus, and sepsis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.